Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #5 cs insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patients' right knee due to instability and lack of range of motion. Revised femur and insert only.